Event description:
Boston scientific received information that the patient with this product had complained of blood coming from their incision, and had what the patient described as a hematoma. Additional information was provided that the device was later explanted due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.